Event description:
It was reported that the user experienced persistent low glucose readings around 53 mg/dl and manually paused the ilet pump in the evening, later learning that the system automatically suspends insulin delivery when glucose is low. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education, including confirmation that insulin delivery had been paused and a reminder to resume insulin. Investigation included case review and user education regarding automated insulin suspension behavior and appropriate use of the pause function. Investigation of this case revealed no device malfunction, with the event attributed to user-initiated pump pause and misunderstanding of system functionality. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.